Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the receiver with serial number (B)(6). The product was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test results was performed and passed. Sharelogs were provided. However, the data received reflected the receiver with the serial number (B)(6). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. Reported allegation not found. No injury or medical intervention was reported.